Manufacturer narrative:
Pump received with stripped battery cap coin slot p. Unit received with cracked reservoir tube lip, bleeding lcd glass, and minor scratches on display window noted.(B)(4)

Event description:
The customer reported via phone call that the insulin pump battery cap is stripped and cracked and cannot be removed. Customer does not recall any significant events leading to the error. Customer's blood glucose was 265 mg/dl at the time of incident. Troubleshooting was done for battery cap but customer was unable to open the cap with a quarter or a screwdriver. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.